Manufacturer narrative:
Left in patient.

Event description:
Original surgery - the threads came out on shell into the inserter. The offset inserter broke free and ripped the threads out of the dome, item was left in the patient.

Manufacturer narrative:
The reason for this complaint was to report the threads came out on shell into the inserter. The offset inserter broke free and ripped threads out of the dome, item was left in patient. The in-vivo length of patient service for the implant was not a factor for this complaint as it was the primary surgery. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was a 5 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. The item was left in the patient not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the threads of the acetabular shell were pulled from shell the insertion instrument. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. It is possible the threads of the shell and insertion instrument became crossed and the threads were levered out of the shell. No definitive conclusion can be made from the information available. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness